Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds. The lead was reprogrammed and it remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.